Manufacturer narrative:
(B)(4) date sent: 9/26/2016. Batch # ni. The following information was requested, but unavailable: was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, red knife reverse switch)? Did the jaws of the device eventually open?

Event description:
It was reported that during a laparoscopic low anterior resection, the jaws were not opened after firing. Another device was used to complete the case. There were no adverse consequences to the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n54z3l. The analysis found that one psee60a device was returned in good visual condition and with one gst60b cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.